Event description:
As reported: the new lead, 4046 (model 511211), is implanted ((B)(6) 2017) in epicardial by a mini thoracotomy approach in regard to the lv. On (B)(6) 2018, a telecardiology alert is triggered due to a noise on the rv lead. The patient is contacted and he refuses to come due to holiday. As a result the lead has an intrinsic impedance of 6mv for an impedance of 342 ohms. The sensitivity of the defibrillator (non greatbatch medical) is set to 0.3mv. On (B)(6) 2018, the patient presents discomfort following repeated shocks of his defibrillator. At the arrival of the ambulance, he is in cardiac arrest and led in intensive care. The defibrillator delivered more than 50 shocks. Today the patient was taken for the explant of the device and placement of a sicd. The 4046 (model 511211) lead is removed to the maximum but the distal end is capped. The 4046 lead (model 511211) is removed to the maximum but the distal end is capped. It is impossible for us (i.e., the hospital) to send the lead for analysis since it was cut several times during the explant. The physician does not know if the lead is ineffective or if it is the defibrillator + \ - setting. At the visual inspection, the lead has no defect, neither under scopy. The patient is well post-procedure.